Manufacturer narrative:
Investigation summary: forty-four (44) samples and four (4) photos were provided by the customer for investigation. The returned samples were visually examined with seventeen (17) samples being found to be bent and twenty-seven (27) samples found to not be bent. Four (4) photos were also provided by the customer for investigation. One (1) photo shows the two (2) bent samples found by the customer laying next to the shelf carton that the remaining samples were returned in. The second (2nd) photo shows a closer view of the two (2) bent samples. The third (3rd) photo shows the unopened returned samples outside of the shelf carton next to two (2) unbent samples. The forth (4th) photo shows a closer view of the two (2) unbent samples. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. It was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. As part of bd¿s commitment to continuous improvement, bd has proposed the following change to the multivac packaging machines. This change would ensure that the air knives on the multivac packaging machines would be aligned so that they do not crosscut the blister packs when the multivac packaging machines have been down for more than 20 minutes. This would alert the operator to remove the parts which were in the packaging machine during this time period. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 17 g bd blunt plastic cannula experienced a cracked/damaged/deformed/bent tip that was noted prior to use. The following information was provided by the initial reporter: when opening the package, the cannula was bent.